Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported doctor's visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited their doctor with hyperglycemia. The patient's blood glucose levels reached 364 mg/dl. Patient took their pod off and did not apply a new one. Their personal diabetes manager (pdm) would not hold a charge or turn on. The patient was treated with insulin pens by their doctor and the doctor ordered blood analysis. There are no details regarding results of the blood analysis. The patient was also reported to have a cold at the time of the event.